Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Event description:
As reported: "primary surgery was performed on (B)(6) 2023. Because the bone was highly fragile with a strong curve, a nail of the proper length was inserted, but the nail tip protruded from the bone (and a little screw). This was discovered later when the patient was checked by CT. Revision surgery was performed on (B)(6) 2023. The screw was replaced with a condylar screw."